Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient had wrong size lens implanted. In a separate visit the lens was explanted. The cause of the event was reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The initial MDR is not applicable as the event is not reportable. There has been no report of serious injury or malfunction. Claim #(B)(4).